Manufacturer narrative:
A ge representative evaluated the system and replaced the memory card. The system operates as intended.

Event description:
It was reported that the system intermittently would not produce an image. No patient injury was reported.